Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate the reported issue. Review of the software logs indicated a potential battery fault that was later cleared. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state defibrillation therapy may be delayed or not available. This issue is patient related; however there was no adverse event reported.